Manufacturer narrative:
No issues were observed that could have caused the reported high bg.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose (bg) level was 112 mg/dl. It was confirmed that the customer had manual insulin injections available as alternate insulin therapy. During troubleshooting, the customer reported that their bg's were running high in the 400 mg/dl range earlier in the day, due to being diagnosed with insulin resistance.